Event description:
It was reported that the patients inflatable penile prosthesis (ipp) pump was no longer functioning properly. The physician suspected a fluid leak, so a revision was performed. During the procedure, a tear was found in the cylinder resulting in fluid loss. The ipp was explanted and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.